Event description:
It was reported that an asymptomatic patient presented in clinic and the ventricular lead exhibited high thresholds and high impedance. The lead was capped and replaced. The patient tolerated the procedure well and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.